Event description:
Intermittent occlusion alarms were reported, resulting in the customer's blood glucose level displaying "high," although the specific value was unknown. The customer addressed the issue with a correction injection, changed the infusion set and cartridge, and resumed insulin. D